Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) procedure which was completed by restarting the system. A philips field service engineer inspected the system onsite and evaluated the reported problem. The analysis of the system log file found no noticeable malfunction. The fse suspected the issue may be related to the use of the wired pedal which was recently replaced. But the fse could not confirm the reported malfunction since the footswitch was clean and not sticking but rather the pedal may have been pressed too frequently and too quickly. After functional checks, the system was returned to working conditions. To date, no further recurrence of this issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Troubleshooting found no issue with the system and the reported problem could not be reproduced. The system was confirmed to be operating per specifications and the rse deemed that the system was returned to working conditions. As the system regained its functionality after the system restarted and the procedure was completed using the same system. Therefore, this complaint has been re-evaluated as not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.